Event description:
It was reported that this pacemaker could not be interrogated. Technical services (ts) recommended follow-up with a boston scientific representative to troubleshoot. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If additional pertinent information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If additional pertinent information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker could not be interrogated. Technical services (ts) recommended follow-up with a boston scientific representative to troubleshoot. This device remains in service. No adverse patient effects were reported. Additional information was received that a consult transmission was sent successfully showing normal device function. This device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker could not be interrogated. Technical services (ts) recommended follow-up with a boston scientific representative to troubleshoot. This device remains in service. No adverse patient effects were reported. Additional information was received that a consult transmission was sent successfully showing normal device function. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of no problem detected based on lack of objective evidence of a device defect/malfunction and passing product record reviews. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of difficult to interrogate/telemetry (wand) was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. If additional pertinent information is provided in the future, a supplemental report will be issued.